Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) gastrointestinal/pelvic floor. It was reported that the patient had a power on reset (por) message and that therapy had turned off and reset to shipping parameters. Patient was trying to sync with their programmer in order to increase strength but was unable to due to the por. Patient was recently implanted on the (B)(6) and confirmed they saw the por message the first time they attempted to sync and that it maybe have happened before leaving the hospital after implant. No further complications were reported.